Event description:
It was reported that the external pulse generator had low output. The generator was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(6). (B)(4).

Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the heart lead flex was out of specification. It was also noted that the upper and lower cases were broken, the battery drawer, side bail covers and ring cover were contaminated and the serial number label was torn. Further analysis was performed on the lead flex assembly. This analysis confirmed that the low output was caused by a diode component failure.